Event description:
Pt is involved in the multidistrict litigation for silicone gel-filled breast implants. According to physician's letter dated 10/25/93, pt had an augmentation mammoplasty done on 3/11/82, at which time 250 cc contoured type gel prostheses were utilized. About three yrs ago she received a bear hug and felt something pop on the left side. Since that time she has had continual pain and soreness in the left breast. She has noticed that it has gotten quite hard and firm, and it has been a constant source of trouble and irritation. Pt also seems concerned about the fact that it is silicone gel, due to all the controversy recently. Of all suggestions made concerning this problem, the alternative she prefers is to have the implants removed and substituted with textured saline. The contracture on the left is a grade iii to IV, with some upper pole distortion, while the right breast is still fairly good. In correspondence dated 1/27/94, physician states pt is having quite a few add'l problems that should be noted. First, she states the pain is quite severe, to the point she cannot wear her bra. She has shooting pains in the left breast and nipple, that go through her side and down her arm. She must avoid any type of heavy, strenuous activity, such as moving furniture while cleaning, as this causes her great pain, and has required bedrest to recover. She often uses the heating pad and icy hot to try to reduce her discomfort. It appears to rptr that with all these symptoms, she would be a reasonable candidate for removal of the old implants and substitute with the textured saline.